Manufacturer narrative:
(B)(4).

Event description:
The user is reporting that the device repeatedly gave the "apply pads" prompt even though the pads were already applied to the patient. Patient outcome is unknown.